Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turns on and off by itself and the alarms could not be adjusted. The ventilator was not connected to a patient when the reported problem occurred.